Event description:
The customer reported the display was blank.

Manufacturer narrative:
The customer reported the display was blank. The unit was evaluated at philips, and the reported symptom was verified. Both the therapy knob and the processor pca were replaced to resolve the issue. No additional repairs related to the reported symptom have been noted. Based on the available information, we could not determine the root cause since multiple parts were replaced.